Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis found that the instrument cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that the permanent cautery hook instrument's cord was broken at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the issue occurred while the instrument was inside the patient during the procedure. There was no report of any fragments falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal end, which caused the pitch cable to be dislodged in the proximal end. There was an additional observation not reported by the site and not related to the reported issue. Signs of corrosion were found on the instrument's bearings. The grip input disk bearings exhibited orange discoloration.